Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not detect an upstream occlusion during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported failed accuracy condition. The device was found within specification during testing and the customer reported issue 'will not detect upstream occlusion'' could not be reproduced during evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported events. The reported condition was not verified. No causality was identified and no correction required. During evaluation the device had reduced audio level. The cause was identified to be a detached speaker. The rear case requires replacement to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.